Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. For patient 1: the initial sodium result was 165 mmol/l with a repeat result of 141 mmol/l. The initial potassium result was 5.6 mmol/l with a repeat result of 4.7 mmol/l. The initial chloride result was 124 mmol/l with a repeat result of 106 mmol/l. For patient 2: the initial sodium result was 159 mmol/l with a repeat result of 145 mmol/l. The initial potassium result was 5.02 mmol/l with a repeat result of 4.46 mmol/l. The initial chloride result was 117.6 mmol/l with a repeat result of 106.5 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The sodium, potassium, and chloride electrode lot information was requested but was not provided. Qc data was acceptable. The field engineering specialist did not determine a root cause. He performed both ise check testing and precision testing all with acceptable results. The customer performed calibration and qc testing. The data provided is consistent with improper pre-analytical sample handling leading to poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.